Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella 5.0 pump inserted in the right axillary for ventricular tachycardia storm and unstable hemodynamics. It was reported the patient developed a hematoma at the impella access site. The wound was opened, and vacuum-assisted closure therapy was applied. The patient was also administered 2 units of mannitol, adenine, and phosphate (map). After impella device was explanted the patient experienced vascular complication, specifics were not provided; however, the patient required right subclavian artery reconstruction. The patient successfully recovered from hematoma and vascular complication.